Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from olympus service operation repair center (sorc), olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred since the lamp of the subject device was broken. The exact cause of the lamp failure could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, a lamp error ab occurred. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and a lamp of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.